Event description:
It was reported that on (B)(6) 2026, before use, the tip of the product for breakage was confirmed. The sales rep reviewed the photos taken at the time of delivery, and the condition is the same, suggesting the product was broken from the time of shipment. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that depth gauge 2.7/3.5 0 - 60 was broken at the needle tip, fragment was not returned for investigation. No other issues were identified. As the device was received without the original packaging and signs of normal use, the upon receipt device damaged cannot be confirmed. A dimensional inspection for the depth gauge 2.7/3.5 0 - 60 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge 2.7/3.5 0 - 60 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 03.133.080 synthes lot # j002248 supplier lot # j002248 release to warehouse date: 05 apr 2021 expiration date; na supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.